Event description:
It was reported that the pump was not recognizing syringe when in the unit was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and check flange sensor error was in the history. During analysis, the reported issue was able to be duplicated. Optocoupler connector came loose from main pcb. Service reconnected optocoupler connector into main pcb. Performed pm maintenance and all functional testing.